Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump failed to charge, powered off, and displayed repeated restart alerts, with engineering logs confirming multiple instances of an alert associated with loss of communication to the internal battery fuel gauge, indicating a device malfunction related to the power management subsystem. Symptoms included unexpected device shutdown. Outcomes included interruption of insulin delivery and the need for device replacement. Investigation included review of device logs, technical assessment of alert history, and receipt and inspection of the returned device. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.